Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support again if the malfunction code appears in the future.